Event description:
Related manufacturer reference number 1627487-2022-03137. It was reported that patient experienced infection at the burr hole cap site. Patient was treated with antibiotics to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the left leads were explanted. Patient¿s wound was cleaned out and treated with two rounds of antibiotics to address the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.